Event description:
Device did not detect ventricular tachycardia (vt), due to persistent magnet mode. Pt not feeling well and was hospitalized for device replacement. Memory report shows stable vt for > 650 secs; device 'suddenly' reacted to successfully treat.

Event description:
Returned with information that device recorded vt that was not treated until programming head placed over device. Device reacted to vt at agnet application.